Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that the spring wire guide (swg) was described as "flimsy, bending more and hooking at the end." During attempted insertion of arrow central line catheter into the right internal jugular vein, the physician had a difficult time trying to pass the swg through the cannulated vessel through the needle. She tried two separate times with two separate sticks and the swg would not pass. Additional info received on 04/30/2010 from the clinical consultant indicated "circulatory shock states require large-volume IV fluid replacement or fluid resuscitation, as does severe intravascular volume depletion (eg. From diarrhea or heat stroke). Intravascular volume deficiency is acutely compensated by vasoconstriction, followed over hours by migration of fluid from the extravascular compartment to the intravascular, maintaining circulating volume at the expense of total body water. However, this compensation is overwhelmed after major losses. All of this can make this a life threatening event." Note: since additional details not available from complainant, we will move to report. Reference MDR #1036844-2010-00122 for the second report involving the same pt.